Event description:
Initial iga result of 38 mg/dl. Repeat of same sample at another facility on an integra 800 recovered <12 mg/dl. No info provided to determine if results were used to guide therapy. Further investigation could not be performed due to sample unavailability.